Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 had an error out of range specifications was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech has 8100 unit when connect to 8015 unit get error our saying unit out of range 8100 unit will have to come in for repair services tech will contact services repair to setup unit for repair. Issue summary: product type: 8015 8100 8110 8120 8210 8220 8300 8600 8015bd 8100bd. Versions affected: all. Describe the issue and any symptoms: service description depot repair pricing. Steps to solve (internal) solution/work-around summary: service description depot repair pricing description. High level steps/procedure go over flat rate pricing. Email service description depot repair pricing letter to customer. Alaris® products service descriptions. Contents: effective may 2020. Warranty service: warranty overview, standard warranty service options, carefusion repair center, partnership warranty repair program, post warranty service contract options, carefusion repair center, partnership program, post warranty service non-contract options: carefusion repair center, fixed level, purchase parts, as needed, other service offering, equipment check in, equipment software upgrade, preventative maintenance agreement, device repair and parts ordering instructions, device repair instructions, parts ordering instructions, service bulletins, biomedical training. Pr ID: (B)(4). No further investigation of this issue is possible at this time, and no patient involvement/ harm was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 had an error out of range specifications. There was no patient involvement.